Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 40 mg/dl and then he had a calibration not accepted then change sensor. The current blood glucose was 306 mg/dl. The customer declined troubleshooting for the high and low blood glucose. The sensor will be and insulin pump will not be returned for analysis.